Manufacturer narrative:
(B)(4). Bd field service technician on site doing preventative maintenance work encountered sparking on the usb skateboard caused by a pinched cable. All affected parts were replaced and no further issues were identified.

Event description:
Bd employee encountered sparking when repairing the pas-3500 device. No harm was caused to a patient or the technician.